Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample. The initial results were: triiodothyronine (t3) = 2.88. Thyroxine (t4) = 17.09. Thyrotropin (tsh) = 0.95. No units of measure were provided. The same sample was tested in another laboratory on an unknown methodology and the results were: t3 = 1.18. T4 = 5.82. Tsh = 5.43. No units of measure were provided. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot numbers and expiration dates were requested, but were not provided.